Manufacturer narrative:
The myosure hysteroscope is not being returned. Therefore, a failure analysis of the myosure hysteroscope can not be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a hysteroscopy prior to a myosure for uterine tissue removal procedure and perforated the uterus with the myosure hysteroscope. The physician aborted the procedure. There was no intervention required and the patient was discharged home.